Manufacturer narrative:
Pump received with blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test due to blank display. Pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 130 mg/dl. After troubleshooting and changing battery, display screen did not return. Insulin pump also passed self-test. Insulin pump would be replaced per customer's request.